Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient infusion. The device was filled with a solution containing 1000 mg desferrioxamine in 52 ml saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 50 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Upon sample receipt, flow was not readily observed at the distal luer. Forced prime was attempted, but flow was not observed. No signs of blockage were visually observed inside the delivery tubing. However, microscopic examination of the flow restrictor showed evidence of drug residue blocking the fluid path at the end of the glass capillary located inside the flow restrictor. Thus, the root cause of the no flow condition was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.